Manufacturer narrative:
Exemption number e2019001. A visual inspection was performed on the returned guide wire and the reported difficulty to remove was confirmed as the guide wire was returned frozen in the guide wire lumen of the balloon catheter. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. Factors that may contribute to the difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood, or damage to the inner member/guide wire lumen of the device. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. It is possible that during manipulation during attempts to deflate the balloon catheter, the guide wire lumen/inner member became stretched and locking and/or freezing the guide wire in place; however, this could not be confirmed. Although, a conclusive cause for the reported difficulty remove could not be identified, the noted guide wire damages appear to be related to operational circumstances of the procedure and likely occurred due to the tip shaper process prior to use. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was returned for investigation. A follow-up report will be submitted with all additional relevant information. The 5.0x15 mm trek bdc referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an vein bypass ostium. The 5.0x15 mm trek balloon dilatation catheter (bdc) was inflated one time to 12 atmospheres (atm) and negative pressure was held for 1 minute; however, the balloon completely failed to deflate. It was attempted to deflate with a manual pump first and then the bdc had to be pulled into the aorta to be burst before it could be removed. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided. Return device analysis identified a balance middleweight (bmw) universal guide wire was returned frozen in the guide wire lumen of the bdc.